Event description:
The catheter broke during the insertion.

Manufacturer narrative:
The sample has been received and is currently being decontaminated prior to investigation. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).